Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vacuum tubing was indented and subsequently was re-routed to resolve the issue. Customer contact reports no patient information is available. (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of suction. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The vacuum tubing was indented and subsequently was re-routed to resolve the issue. Customer contact reports no patient information is available. (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of suction. There was no patient injury.